Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's PICC was found cracked and was removed in the ed. (B)(6) 2019: patient reported home health nurse was flushing PICC with saline and then noticed a lot of blood. PICC was removed and a new one placed. The patient stated this has occurred two times. This report addresses the second device.